Manufacturer narrative:
The insulin pump was received with blank display and constant tone. Problem isolated to mother board. Unable to verify keypad button unresponsive or failed battery test alarm due to blank display. The device had cracked display window corner,cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 7.9 mg/dl. Troubleshooting was performed. The device was returned for analysis.